Manufacturer narrative:
H3: the revision reported in the case was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The observed tibial insert wear may have been due to malalignment between the implants and/or mechanical overload during knee flexion. However, this cannot be confirmed as the devices were not available for evaluation.

Event description:
It was reported that a 71 yo male patient, initial left knee implanted on (B)(6) 2017, underwent a revision procedure on (B)(6) 2023, approximately 5 years 11 months post the initial procedure. The patient complained of pain. Loose femur indicated. There were no surgical delays reported. The patient was last known to be in stable condition following the event. No devices returning due to ¿chain of command.¿ due to recall hospital will not release the implants.

Manufacturer narrative:
Procode : prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products : serial #: (B)(4) , category #: 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t, serial #: (B)(4), category #: 200-07-35 - advanced patella 35mm 3 peg implant, serial #: (B)(4), category #: 02-012-35-5011 - logic tibia ps mod insrt sz 5 11mm, - recall device. Additional information, including the product investigation, will be submitted within 30 days of receipt.